Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no reported impact to customer's blood glucose level. Customer indicated that loaner pump will be used.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.